Event description:
In 2007, the lay reporter contacted lifescan (lfs) alleging that the lay patient's one touch ultra meter prompted the apply sample message and did not give a blood glucose reading. The medical affairs specialist (mas) spoke with the reporter on november 5, 2007 to obtain additional information. The patient takes glyburide oral diabetes medications daily. If his blood glucose reading is < 140 mg/dl the patient does not take his glyburide pill. The reporter said the blood drew into the test strip, but the meter did not give a reading for "a couple days". The patient took his daily glyburide and in 2007, he was confused and weak at about 8:00 am. The reporter gave the patient orange juice and he felt better. The customer care advocate (cca) noted that the blood sample drew into the test area; however, the apply sample issue was not resolved. The meter, test strips, and control solution were replaced. The complaint is reported because the reporter alleges that the patient was unable to obtain a reading on the lfs product, he took glyburide, and afterward experienced symptoms that were relieved by drinking orange juice suggesting he may have been hypoglycemic at the time.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.